Manufacturer narrative:
Additional info will be provided once the investigation is completed.

Event description:
It was reported that as the doctor finished the first pass and was getting ready for the second pass during a procedure, a crackling sound was heard and a flame appeared on the unit. It was further reported that the issue happened once, and a new unit was used to finish the procedure.